Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following iol implantation the lens was cracked. The lens was explanted and exchanged during the original surgery session. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned to rayner. The rayner hydrophilic acrylic iol use risk matrix identifies the following as possible causes of "physical damage to lens": sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk matrix identifies forcing a blocked injector, inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. There is insufficient evidence and information available. Rayner has requested additional information to facilitate further investigation of the event; however, to date, no additional information has been received.

Event description:
On (B)(6) 2026, rayner received notification from a healhcare facility in ireland of an event that occurred during use of a rayone iol. The event description provided states that immediately following implantation into the eye the lens was cracked necessitating lens explantation and exchange.